Event description:
Discordant, false positive immulite 2000 xpi toxoplasma igg results were generated on patient samples. The results were not reported to physicians. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg results.

Manufacturer narrative:
(B)(4) 2012: additional information: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of 99.4% for the immulite systems toxoplasma igg assay. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive immulite 2000 xpi toxoplasma igg results were generated on patient samples. The results were not reported to physicians. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg results.

Manufacturer narrative:
The cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.